Manufacturer narrative:
Additional information: device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (small fibers). (B)(4). Method code: work order search: no similar complaints were reported for units within the same lot. Corrected data (B)(4). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+4.5/110 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, rotation and blurred vision. The lens was exchanged for a longer lens and the problem was resolved.